Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of side car rx pushback. Block h10: the returned trapezoid rx basket was analyzed, and it was observed that the side car rx was torn. Dimensional inspection observed that the side car rx was pushed back approximately 4.0mm, which is out of specification. No other issues were noted. The reported event was confirmed because the results of the analysis showed that the exposed metal is greater than 0.5 mm. Based on all available information, it is possible that the manipulation or technique applied during the insertion, could have contributed to the event. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure on (B)(6) 2022. During the procedure, the metal part of the tip had protruded upon opening. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of side car rx pushback. Block h11: block h6 device code has been corrected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure on (B)(6) 2022. During the procedure, the metal part of the tip had protruded upon opening. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure on (B)(6) 2022. During the procedure, the metal part of the tip had protruded upon opening. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.